Manufacturer narrative:
As reported, the optifix straight fixation device did not fixate the mesh and deployed broken fasteners. The subject device has been returned for evaluation. Evaluation of the sample finds for bent guide wire and backup tabs. The reported failure to deploy and broken fasteners presenting in use is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use while firing into coopers ligament as reported. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause is due to the applied forces while fixating in the area of cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.

Event description:
As reported, during the laparoscopic inguinal hernia repair procedure, the optifix straight fixation device was used to fixate the 3dmax light mesh. It was reported that the device failed to deploy the fastener when tried to deploy at cooper's ligament area and the fastener was noted to be broken in the shaft. There were some fasteners got released and fixated into the mesh. As reported, another device was used to complete the procedure. There was no reported patient injury.